Event description:
It was reported that a spectrum infusion pump was alarming system error 322. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduced the system error 322. The eval found that the lower latch switch was not fully seated to the flex mount. The separation allows movement of the upper latch switch, which can trigger an intermittent system error 322. The lower auxiliary assembly was replaced to correct this condition. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.